Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial procedure was in 2014 done by a different doctor. The patient was seen at mayo and treated by dr (B)(6) for removal. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bone anchor system iii (bas iii) was implanted into the patient during a procedure performed in 2014. Reportedly, on (B)(6) 2021, the patient underwent removal of the device due to pain.